Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the medium-large clip applier (mlca) instrument failed to apply the clip. The clip opened after it was applied to the patient's tissue. The customer used a backup mlca instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The clips that were being used were medium-large hem-o-lok. It is unknown if the vessel or tissue bundle was greater than the specified diameter suggested (10 mm for medium-large clip applier). It was also unknown how many times the subject instrument had been used during the case when the incident occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The clips opened and closed properly. A clip test was performed on the instrument and it passed. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.